Manufacturer narrative:
We acknowledge that this report was not submitted within the 30-day timeframe. The final report will be submitted upon completion of investigation.

Event description:
This case is a event coming from a clinical trial (B)(6). The manufacturer was became aware of the following on (B)(6) 2016 from the surgeon's operative note: the medium valve was opened and prepared and passed through the guiding sutures on all 3 annular guiding sutures. The valve was then placed down into the aotric root and it appeared to be seated well, and the valve was deployed at 4 atmospheres with the balloon deployment. Once the valve was seated, it appeared to have deployed evenly. The aorta was closed in 2 layers with 4-0 prolene suture and the heart was filled. The head was placed in a head-down position. Pump flows were reduced, the aortic cross-clamp was removed, and the heart allowed to recover from cardiopulmonary bypass. Once the patient had recovered in electrocardiographic rhythm, we noticed significant aortic insufficiency due to what appeared to be twisting of the valve and a high implant position. We therefore rearrested the heart, vented and reopened the aortotomy. The valve was removed and new guiding sutures were placed into the annulus and a second medium valve was implanted.